Event description:
It was reported from the patient's mother that after implant, the patient was hospitalized due to pneumonia, drop in oxygen saturation, and hypothermia. The patient was explanted, specified by the physician to be due to patient comfort only. The suspect product was returned and underwent product analysis. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.